Event description:
It was reported that "was leaking at medial port so medication was not reaching the patient". The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4).